Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd plastipack¿ syringe has been found containing foreign matter during use. The following has been provided by the initial reporter: syringe presents dirtiness.

Event description:
It has been reported that the bd plastipack¿ syringe has been found containing foreign matter during use. The following has been provided by the initial reporter: syringe presents dirtiness.

Manufacturer narrative:
H.6. Investigation summary: DHR, quality notification and maintenance analysis were reviewed and no occurrences potentially related to the defect were observed. The sample provided by the customer was evaluated and it was possible to observe foreign matter at plunger rod. After the sample evaluation it was possible determine the potential fm origin is a dirt from stopper station. Therefore, the potential cause for the occurrence is an operational failure at machine cleaning. The operators will be notified from this complaint. H3 other text : see section h.10.